Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to being hit by something hard or loosened and damaged. As a cause of the loosened connector, the user may have applied stress to the connector toward a loosening direction, and the stress was accumulated. The user can detect/prevent the suggested event by conducting inspection in accordance with the following instructions for use (IFU): chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The field service engineer (fse) serviced the reprocessor at the user facility. The fse replaced the a2 light blue connector. Verified fluid flow with no errors. All drain mesh filters were in place. Equipment was repaired and verified according to OEM instructions. Software attributes had been verified and confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the blue connector in the endoscope reprocessor basin was broken. The customer reported that it was unknown how the connector broke and could not find the broken piece. The issue was found during reprocessing. There were no reports of patient harm.